Event description:
It was reported that, approximately 3 weeks ago, the patient started experiencing some weakness, numbness, and bowel and bladder incontinence, so an MRI was done to check for a possible granuloma. Lower extremity weakness was also reported. The MRI showed no evidence of a granuloma. The MRI caused a motor stall. Pump logs confirmed a motor stall with no motor stall recovery. The patient left the MRI approximately 90 minutes prior to this report and the healthcare provider (hcp) first checked the pump logs approximately 2 minutes prior to this report. Per the managing physician, the device system was used to deliver bupivacaine, prialt, and dilaudid at minimum rate. However, per a different reporter, the device system was used to deliver morphine. Interventions/treatment and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).